Manufacturer narrative:
Continuation of medical devices: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 22-sep-2013, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 16-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 20mg/ml dilaudid at "2.6" via an implantable infusion pump for an unknown indication for use. It was reported that the patient began to have withdrawal symptoms starting 2 months ago. The managing physician assumed there was something wrong with the catheter and planned surgical replacement of the catheter. The physician planned to replace everything even if there was no issue with the catheter. During replacement the physician opened the pump pocket and discovered that the catheter was broken completely, and disconnected. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found coring/tears/cuts in the seal of the sc connector. Analysis found the catheter body was broken and there was a hole caused by deep abrasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse bupivacaine 20.0 mg/ml at 5.311 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.